Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient reported they are having problems with their implant and reported it's not working. Patient clarified not getting a 50% or greater reduction in symptoms. Reviewed therapy overview. Reviewed general use of external devices and how to connect with patient's implant. Patient successfully connected with implant on the call and confirmed therapy was on at 4.1 ma on program 5. Patient increased stimulation on the call and stated they were "more than feeling the sensation". Patient stated what usually happens is they feel sensation for a few minutes and once they "close it down" the feeling of the stimulation goes away. Reviewed stimulation expectations. Patient stated they have changed programs before, but stated they don't know how far this program goes. Patient stated they have had stimulation higher on a different program. Patient reported frequency has increased again and sometimes they feel like they can't get to the bathroom in time and reported starting to wear a pad. Patient provided event date as it's been a couple months. Patient mentioned they called last month (end of last month) and were "told basically the same thing". Patient clarified they called for hcp listing at that time but never received hcp listing. Agent reviewed email address and it was determined email address was incorrect. Patient reported it seems like the battery is not working. Patient also reported they didn't drink as much water because they haven stage 3 kidney disease and stated healthcare providers told patient to increase water intake and stated it's like they stay in the bathroom so they are not sure if that is part of their problem. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient was redirected to their healthcare provider to further address the issue. Warm transferred patient to device registration at call closure to update patient's address on record. Patient stated they are working to find a hcp and stated they are seeing a hcp in november that they are told deals with bladder stimulators. On (B)(6) 2024 additional information was received from the patient. They reported that to clarify the device not working, they were meaning that they would charge their device every 6-7 days. They would feel the sensation for about a day, but the sensation would go away and so would the relief. They've gone from going to the bathroom 5-6 times a day to 4-5 times an hour. They used a pad because they didn't always make it to the bathroom on time sometimes. The cause of the device not working was unknown, but they indicated that they were concerned the implant had moved. They used a vibration machine, which shook them, but then they read that they shouldn't use an item like that for exercising. The steps taken to try and resolve the issue were that they would recharge every 5 days, but the results were the same. They've started to stay home except for doctors appointments. They indicated that part of the problem could be that their water intake was 50 oz or more a day, however they have drank 64 oz a day and the stimulator worked. The issue was not yet resolved.